Event description:
A medtronic rep reported that the site reported the navigation was 1-2 cm inaccurate during a sinus surgery utilizing the fusion navigation system. The inaccuracy occurred after registering the pt with a limited area tracer pattern. No pt impact occurred.

Manufacturer narrative:
Pt age and weight is not available. A medtronic rep went to the site and tested the system. The system navigated accurately during testing. IFU recommend collecting an area of tracer pattern which covers the entire forehead and nose for optimal accuracy.